Manufacturer narrative:
The event date is unknown. Product ID: 37085-60, serial/lot #: (B)(4), ubd: 30-sep-2013, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharging equipment and patient programmer (pp) were all working fine. When interrogating the implantable neurostimulator (ins), there were out of range impedances observed at multiple unused contact configurations. The session report showed "x - high" on right subthalamic nucleus (stn) contact 11. It is unknown if there were any factors that may have led or contributed to the issue. They have informed the patient's neurologist. The issue has not been resolved.